Event description:
The reporter indicated that the pacemaker was being removed due to end-of-service life. However, while moving the pt to the operating table, the pacemaker exhibited no output. The pt had to be resuscitated and a temporary pacing wire was used overnight. A permanent pacemaker was implanted the following day.